Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was at end of service (eos). The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stim ins battery was at end of service (eos) due to three overdischarges. Product ID: 3550-29, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. The information contradicted the previous report. It was reported that the patient saw the doctor symbol and the elective replacement indicator (eri) on the patient programmer. The battery was in overdischarge, so the rep was unable to confirm. The battery was replaced on (B)(6) 2018. The issue was reported to be resolved. The rep stated the device would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Based on additional information received and further review of the file, the previously reported device codes of (B)(4) and (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp office. It was reported that it was unknown when patient first noticed eos. The cause of eos was normal battery depletion. Patient will be referred to a surgeon for a replacement. The referral process had not been completed yet, hence, the issue is not resolved. Patient's last recorded weight information was provided. No further complications were reported/anticipated.